Event description:
The pt was revised because of loosening of the cup that had shifted vertical, metalosis was observed in the superior region of the acetabulum.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.